Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide fiber bundle (lcb) fluid damage, the segment compressed, the light guide cable compressed, the operation channel buckled, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the ccd driver pcb corroded, the bending rubber missing, the lcb distal cover glass missing, the light guide fiber bundle (lcb) crushed, the junction case leak, the objective lens unit scratched, the distal body worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.